Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: multiple replace battery alarms and low battery warnings were observed in the black box. The pump electrical current draws were tested and were within specifications. There were no power issues duplicated during testing. Corrosion was observed inside the battery compartment. No leaks were found during leak testing. The pump was opened to further investigate and no further evidence of moisture damage was found. The battery cap was unavailable for testing; a test cap was used for the investigation.